Event description:
Pt received 2 ICD discharges 2 days ago. Pt received another shock today (1/13/2000). Upon device interrogation, 3 ICD discharges' wire revealed which wire inappropriate due to baseline noise and oversensing suggesting lead malfunction. Detection was turned off and the pt. Was admitted for system revision.